Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified that both the application server and the report server were in an online state and attempted to generate the report, which completed successfully without any errors. The report composer application logs were checked, with no abnormal findings identified. The report server configuration and data source settings were also reviewed and confirmed to be functioning correctly. Communication was established with customer, who confirmed that the report functionality was working as expected and that no ongoing issues were present. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the user attempted to generate reports, an unexpected error occurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.